Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Getinge - maquet service technician visited the clinic and investigated the product in question. The described malfunction could not be reproduced. The only issue detected by the service technician when investigating the table in question was physically damaged covers of the table column. All functions of the operating table were available. Getinge - maquet was informed by the FDA on (B)(6) 2018 that the clinic reported the issue to the FDA. Getinge - maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Patient was on the table already put to sleep by the anesthesiologist when the or table stopped working. Lockout tag showed the problem as no power source.manufacturer reference # (B)(4).